Event description:
It was reported that during review of a remote monitoring transmission, it was found that the device experienced a critical ram (random access memory) reset. Additional review of device memory data found another reset from about three years earlier due to parity error. When the device was being reprogrammed, long charge time triggered eol (end of life). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the returned device indicated a memory error for a ram (random access memory) integrated circuit. Analysis of the device also revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. (B)(4).